Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated lead presented with chest pain, shortness of breath and an irregular heart rate. A device interrogation was performed where undersensing due to low intrinsic amplitude was noted. Loss of capture (loc) was also observed. The device output was reprogrammed. Subsequently the patient underwent surgical intervention. The device was explanted, the lead remains in service. There were no additional adverse patient effects.